Event description:
A user facility reported to olympus that the "b30" error occurred and the image was lost. The problem, as reported to olympus, was identified during preparation for use. The end user resolved the problem upon disconnecting and reconnecting. There was no patient injury, associated with the problem, reported to olympus. This is report #4 of 5 due to multiple events reported.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed and no problems were noted. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was observed that the image was displayed when reconnecting. The b30 error did not replicate and that the scope connectors and sockets were dirty. More than five events occurred, and this is one of them. It was noted that the b30 error is caused by a communication failure between the scope and the processor. Olympus will continue to monitor field performance for this device.